Event description:
It was reported that an infusion pump cassette was unable to be attached correctly which led to producing an alarm. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3 - date of event- selected the first date of may 2026 as the date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.